Event description:
It was reported that a nondependent asymptomatic patient presented via merlin.net transmission exhibiting increase in pacing impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017 during a defibrillator change out procedure. The physician noted twiddler's syndrome while in the pocket and the leads were twisted together. The patient was stable before, during and after the procedure.